Event description:
It was reported that the customer's insulin pump was alarming with button error and the lower right of the display was cracked. The customer's blood glucose was not known. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.